Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have an air bubble. The equipment was removed from service, and no reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The battery is not available for analysis. This report is filed (B)(4) 2013.